Manufacturer narrative:
Event summary: visual inspection of the returned catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was used for one injection on a different date than the date of the event. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The catheter passed the deflection test. In conclusion, the returned catheter failed the product return inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.